Manufacturer narrative:
(B)(4). Visual examination of the returned product identified a znn cephalomedullary flexible capture set screw driver (lot 64008628) was returned. As returned, the flex shaft is cracked and deformed. The device shows wear & tear that indicates repeated use during a potential field age greater than 4 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the driver broke during set screw insertion. No further information is available.